Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic for provocative testing, however, the noise could not be reproduced. The physician elected not to perform any intervention at this time. The patient was stable and will continue to be monitored.